Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room and admitted to hospital in intensive care unit due to high blood glucose on (B)(6) 2020 with blood glucose of 600 mg/dl. The customer's current blood glucose is 205 mg/dl. The customer experience symptoms such as vomiting as result of high blood glucose. The customer was treated with intravenous insulin drip. Troubleshooting was not done for high blood glucose. Customer was not wearing the insulin pump during the hospitalization. Customer was not using insulin pump within 48 hours of event. Auto mode system use was known during the process. The insulin pump will not be returned for analysis.